Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that after being implanted with an intermedullary rod, a patient had a fever of 38.4 degrees celsius and sepsis. It was additionally reported that the patient's catheter specimen urine had sputum and they had a c-reactive protein of 3.69. The patient was treated with IV augmentin (457mg/5ml db po). No additional information is available.